Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set would not connect to a non-baxter syringe. The reporter stated that multiple attempts had been made to connect the set. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection showed that the connections were crooked. The connections were disconnected and then connected back together with a push and turn of the connector into the syringe. The connection was then found to be secure. Microscopic inspection revealed that the gland was open. Flow testing was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.